Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient didn't know the cause of the por. The patient noted that they had traveled with the external device in their luggage. The patient noted that the airport security gates did not affect the device/system. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient was using the patient program and encountered an informational power on reset (por) message. The patient reported that they had just been in the airport and may have been exposed to electromagnetic interference. The patient was able to clear the por using the patient programmer and resume adequate therapy. No symptoms or complications were reported.